Event description:
It was reported that the ventilator shut down during transport, when it was connected to a pt. The customer also stated that the ventilator did not alarm for battery low capacity. Prior to the shutdown. (B)(4).

Manufacturer narrative:
(B)(4).